Manufacturer narrative:
This report is submitted on december 15, 2016. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration; subsequently the device was explanted (B)(6) 2016 (specific date not reported). Re-implantation is planned but has not taken place as of the date of this report, (B)(6) 2016.